Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the rexroth valve was stuck. Additional malfunctions include the poppet kit for the valve was not shifting, the power switch short circuited, the zip ties for the tubing was leaking, and the worm clamp for the tubing was leaking.